Event description:
Contact stated that their meter was missing segments. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The contact was asked to return the meter for further evaluation and a replacment was provided. The contact was invited to call 24/7 with future questions/concerns.